Manufacturer narrative:
A follow up was performed with the customer, and it was reported no further issues were observed during the function check, and electrical safety test. The customer reported that the device passed the internal battery test. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered down, and then restarted. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator powered down and then restarted. During troubleshooting, the rse went through the event logs with the customer. The rse noted that the device was giving error codes 1101 and 3007. The rse then provided the customer with the following manufacturer recommended repair instructions, "if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required." The rse then informed the customer, "that if error 1101 happens by itself, the customer should reinstall operational software, and/or replace the central processing unit (cpu) board. The customer stated they will test the device and callback if further assistance is needed. Investigation is ongoing